Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the only diagno stics/troubleshooting performed were replacing the catheter. It was reported that the cause of the patient not getting enough medication was not determined. It was only determined that the catheter was flowing and patent.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2024; explant date: (B)(6) 2024; UDI: (B)(4), ubd: 2025-11-15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep stated that another hcp explanted part of the catheter previously and left the spine segment tied off in the spine incision pocket. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the reason for the previous partial catheter revision was that there was a concern of the patient not getting enough medication, so the hcp revised the catheter.